Event description:
Caller reported compact plus blood glucose results of 220 mg/dl, 180 mg/dl, and 370 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.